Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. It should be noted that the reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping appears to be related to patient morphology/pathology as the posterior medial leaflet (pml) was calcified. The tissue damage appears to be related to procedural circumstances and due to difficulty grasping. The reported mr was a cascading effect of the tissue damage. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for mitral valve tissue damage following grasping attempts with the clip delivery system. It was reported that this was a mitraclip procedure treating mix, functional and degenerative mitral regurgitation (mr) grade 2. The patient presented with a calcified posterior medial leaflet (pml). The first clip delivery system was advanced to the mitral valve and leaflet grasping was performed with difficulty due to the calcified anatomy. This mitraclip was implanted without further reported issue. There was no adverse patient effect due to the difficulty grasping with this device. A second mitraclip (cds 70606u296) was attempted; however, upon assessment, the clip was not improving the mr grade. Multiple grasping attempts were made; however, the grasping was difficult due to the calcification. During grasping attempts, the pml was damaged and a pml flail was noted. The cds with the undeployed clip was removed from the anatomy without reported issue. The procedure was aborted and the mr was grade 3. There was no treatment provided for the tissue damage. There was no additional information provided regarding this issue.